Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to hyperglycemia. Blood glucose level at the time of incidence was over 600 mg/dl. Customer was unable to recalled date and time of hospitalization. Length of hospitalization was 5 days. Customer was not reported any significant event led up to hospitalization. Insulin pump will not be returned for analysis.